Manufacturer narrative:
The device has not been returned for evaluation. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that "error message 3032 and 20a circuit breaker tripped" while in use. No reported patient effect. (B)(4).